Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 300 mg/dl to 400 mg/dl. Customer also reported that, infusion set had bent cannula. Customer changed her site and she came down. We gave her a bolus. Customer reported the following symptoms related to their high blood glucose was just a headache. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.